Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the unit failed six functional tests which appeared to be link electronic module (lem) related and therefore the lem was replaced and calibrated. Analysis further noted that the power supply fan was noisy and the power supply was therefore replaced. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.